Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Right heart failure is common in patients receiving lvads. Right heart failure usually develops within the first 24 hours after lvad implant. Warning signs include increasing right atrial pressure (rap) with concurrent decreases in the pulmonary capillary wedge pressure (pcwp) and lvad flow. Systemic hypotension, tachycardia and a decrease in urine output soon follow. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced "low flow" and "suction" alarms twelve days post hvad implantation. The patient subsequently returned to the operating room (or) due to right heart failure and pericardial effusion (tamponade), which had also been confirmed via echocardiogram performed prior. A large pericardial collection was found and drained; however, tamponade was not conclusive. The chest was closed, but lvad flows remained low and right ventricular function was not improving. The patient was started on temporary right ventricular support via extracorporeal membrane oxygenation (ECMO) and had right arterial and pulmonary arterial catheters placed. The patient was extubated on (B)(6), 2015 and began to "mobilize"; however, began experiencing low flows and decreased pulsatility again on (B)(6), 2015. Follow up echo results revealed a reoccurrence of the pericardial fluid collection and tamponade. The patient subsequently returned to the or for drainage. He was last reported to have stopped inotropic support but is continuing to be supported via temporary rvad. The lvad is reported to be "working well". Investigation is ongoing.

Manufacturer narrative:
Pericardial effusion, cardiac tamponade, and right ventricular dysfunction are potential events that may be associated with use of the product. Cardiac tamponade is a compression of the heart due to an accumulation of fluid around the pericardial sac which is frequently seen in patients post vad implant. Right heart failure commonly develops within the first 24 hours after lvad implant. The IFU provides guidelines on medical and surgical management of these clinical adverse events. The medical team does not believe this event to be related to the device and a review of the available information does not indicate any device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's preexisting right ventricular disease, the implant procedure including perioperative right ventricular injury. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.